Event description:
During follow-up, decreased high voltage lead impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead insulation damage. Abbott technical support was contacted and the diagnostic image that was provided was inconclusive for externalization. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of low defibrillation lead impedance and insulation damage were confirmed. As received, a partial distal portion of the lead was returned in one piece. Two internal insulation abrasions were found between the shock coils breaching all the lumens. The ptfe liner was not damaged for both locations, but one rv etfe cables coating was found damaged consistent with procedural damage. Internal insulation abrasion was also found under the superior vena cava shock coil breaching the right ventricular lumen with one right ventricular etfe cables coating also found to be abraded. The cause of the reported event of insulation damage was due to the internal insulation abrasions found between the shock coils while the cause of the reported event of low defibrillation lead impedance was isolated to the internal insulation abrasion under the superior vena cava shock coil breaching the right ventricular lumen with one right ventricular etfe cables coating found to be abraded.